Event description:
It was reported that while using bd epicenter¿ single user software it started to smoke then transitioned to sparks and fire. No patient impact reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: a complaint was reported for a computer failure on an epicenter instrument. The customer alleged that the instrument was smoking and on fire. A bd field service engineer (fse) was dispatched to the customer site. Upon arrival, the fse noticed that the instrument was still functioning as intended and connected instruments were operational and available. The customer stated to the fse that the smoke and fire was emanating from the external ups which bd does not provide. The customer was encouraged to reach out to the ups manufacturer for support. This is an unconfirmed failure of a bd product. The root cause of the failure was unable to be determined. No parts were replaced as a part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review was completed and revealed no prior cases with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.